Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "loosening, bending, cracking or fracture of the components or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures" evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. (¿depuy¿) on june 16, 2012 (¿closing date¿). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product or actually sold the product to the healthcare provider. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.) Depuy also sold the product that is the subject matter to the healthcare provider involved.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evidence suggests the locking mechanism may have been put in place prior to insertion of the screw which would cause interference.

Event description:
It was reported patient underwent a trochanteric femoral nail procedure on (B)(6) 2013. While inserting the anti-rotational screw, the screw suddenly stopped and the surgeon was unable to advance or remove it until the internal locking mechanism locked. Subsequently, the head of the screw fractured. As a result, the screw was removed causing a 45 minute delay. The procedure was completed without implanting another screw.